Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that the patient's monitor will not power on. She stated that both battery packs work fine on the battery charger. A patient services representative (psr) visited the patient and replaced the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. There was corrosion in the expansion port of the monitor. There were corroded connections on the auxiliary board. The isp line was pulled low. The j207 and j208 connectors were contaminated causing shorting between the pins. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.